Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/ company cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the haptic was bent (unknown cause). The lens was removed and replaced with another lens during the initial procedure. Additional information received from the initial reporter and stated that the patient experienced junius kuhnt, retinal edema and recovered with increase in visual acuity.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic is bent in the distal area. The optic was cut in half, typical of insertion and removal. The reported bent haptic was observed. The manufacturer internal reference number is: (B)(4).